Event description:
The physician was attempted to advance an endeavor resolute rx (2.25 x 18mm) drug eluting stent to a severely calcified lesion at rca. The device could not cross the lesion; on return to manufacturing facility it was noted that the stent was deformed. It has been confirmed that the device was inspected prior to use and no abnormalities were noted. The patient was successfully treated with another stent. No clinical sequelae were reported. Evaluation summary: the stent was positioned correctly between marker bands as per specification; the first distal stent strut was slightly raised. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: inherent risk of procedure (failure to deliver and stent deformation). Patient's condition affected effectiveness of device (lesion morphology - severe calcification and 85-95%stenosis). Evaluation codes, conclusions: 50 device failure/lack of effectiveness related to patient condition (lesion morphology - severe calcification and 85-95%stenosis).